Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed. The service engineer states that the proportional valve (active exhalation control module valve) and 3-way solenoid valve need to be replaced to resolve the issue. The repair service has been scheduled. No further investigation is required.